Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer declined to provide information on whether the issue impacted their blood glucose level. Technical support confirmed the alarm and arranged for a replacement pump to be sent, advising the caller to continue using their current pump with updated software until the replacement arrived. Instruction was provided on using storage mode before returning the problematic pump within 10 days, and the caller was informed of required steps upon receiving the new pump.